Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device with a 7f sheath after an abdominal aortic aneurysm (aaa) procedure. Reportedly, an unknown device failure occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional information was received: it was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 18f and the aaa procedure was completed. The successfully pre-placed sutures of the two proglide devices were used to achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.